Manufacturer narrative:
E1: patient city: south africa. Patient country: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2026. The blockage was in the tubing. The blood glucose level was high and the patient was treated with insulin injection.